Manufacturer narrative:
The nickel metal hydride battery (nimh) (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for nimh with serial number (B)(4). Visual inspection of the returned li-ion battery was performed and found no physical damage noted upon receipt. During functional testing the battery was inserted into a good known good know nimh battery charger and the battery was charged successfully showing 4 green led lights. The battery was then functionally run on a good known autopulse platform for about 45 minutes without any issues. The platform performed compression successfully with nimh (s/n (B)(4)). In summary, the reported complaint of the nimh battery will not power up an autopulse is not confirmed during functional testing. The battery was charged successfully and passed the functional testing with a good known auto pulse. There were no device deficiencies found during evaluation that could have caused or contributed to the reported complaint.

Manufacturer narrative:
The autopulse battery in complaint has been returned to zoll on 05/06/2016 for investigation, however the investigation is not complete. A supplemental will be submitted once the investigation has been done.

Event description:
It was reported that during a device check as well as during patient use the autopulse battery ((B)(4)) showed it was fully charged, however when it was placed in the autopulse it only powered the autopulse for 6 minutes and then immediately powered off. No patient sequelae was reported. No additional information was provided.